Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, upon surgical observation on (B)(6) 2014, the pump had broken free of its mooring sutures in the pump pocket. At this time, the pump was removed and re-implanted after replacing the catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient experienced increased pain. On (B)(6) 2014, a cap (catheter access port) contrast study was performed and results were 'failed catheter dye study'. On (B)(6) 2014, the catheter was replaced. The severity of the event was moderate; outcome was resolved without sequelae; resolved date (B)(6) 2014.

Event description:
It was reported that the patient experienced less than 50% therapy relief. A dye study was done. The entire catheter was out of intrathecal space and the entire length was coiled under the pump. The catheters were replaced. The product issue was resolved. The cause of the issue was not determined. The patient status at the time of this report was indicated to be ¿alive-no injury¿. It was indicated that the catheters would not be returned to the manufacturer. The device system was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
The received date previously reported in follow-up report #003 has been updated/corrected.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).